Event description:
During nail implantation: the proximal jig and the drill bit have broken. Remaining parts of the drill bit stayed in bone. The surgery was prolonged: 1hr 30 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.